Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump displayed a "change cartridge message" for an unknown reason. There was no reported adverse impact to customer's blood glucose level. The customer cleared the message and was able to resume insulin delivery.